Manufacturer narrative:
Internal report reference number: (B)(4). B2: adverse event report is being submitted due to symptoms related to diabetes: headache. Meter and test strips were returned - reported defect not reproduced on returned meter and strip. Retention testing was performed using test strips from the same lot. Retention strip lot tested within specifications. Most likely underlying root cause: mlc-058: user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. Note 1: manufacturer contacted customer in a follow-up call on 30-oct-2025 to ensure the customer's condition had improved - able to establish contact with customer who stated his condition remained the same and he still had a headache. No medical intervention since the last call was reported. Note 2: manufacturer contacted customer in a follow-up call on 11-nov-2025 to ensure the customer¿s initial concern was resolved- the customer is comfortable with the replacement products. Note 3: manufacturer contacted customer in a follow-up call on 19-nov-2025 to ensure the customer's condition had improved - able to establish contact with customer who stated his condition remained the same. Customer stated he feels the symptoms are both hormonal and glucose related but he does not attribute his symptom to ¿low¿ blood sugar.

Event description:
Consumer reported complaint for low blood glucose test results. The customer is concerned with test results from results obtained of 91, 90 and 97 mg/dl. The customer¿s expected fasting blood glucose test result is 89 mg/dl. The customer reported having a headache; medical attention was not needed at the time of the call. During the call, a back to back blood test was performed by the customer. The product is stored according to specification in the office. The test strip lot manufacturer¿s expiration date is 07/31/2026 and open vial date is the day before the call. The meter memory was reviewed for previous test result history: result 1: 91mg/dl, date: (B)(6) 2025, time:1:55p non-fasting. Result 2: 94mg/dl, date: (B)(6) 2025, time:6:30a fasting. Result 3: 91mg/dl, date: (B)(6) 2025, time:9:45p fasting pm. Result 4: 90mg/dl, date: (B)(6) 2025, time:4:45p non-fasting. Result 5: 97mg/dl, date:(B)(6) 2025, time:1:59p non-fasting.